Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Approximately 6 years have passed since the device was manufactured. Omsc surmised that the reported phenomenon occurred since the video connector socket of the subject device was broken due to aging degradation of the subject device for a long period of use.

Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon was duplicated and the video connector socket of the subject device was broken. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the image of the subject device was flickering due to failure of interface connection. Other detailed information was not provided. There was no report of patient injury associated with the event.